Event description:
During remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.